Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, five minutes into the procedure, they experienced a 10cc loss at approximately 40 cc's per minute and water was observed "pouring out". A second tenaculum was placed, and the procedure completed. Post procedure, an examination revealed that a burn was sustained on the right side wall. Although not classified, the burn was diagnosed as "a possible hydrothermal injury". Follow up information received on 25 august 2009 revealed that hot fluid was pouring out of the vagina five min into the case, after having a confirmed cervical seal, the cervix was noted to be "pathless", there was no indication of overdilation, and the burn was treated with estrogen cream. The procedure was completed with this device, and there were no further patient complications reported. Follow up information from attending physician received on 9 september 2009 classified the burn as "second degree".